Event description:
During a remote follow up, episodes of myopotential oversensing resulting in pacing inhibition were noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.